Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to h6 component code was inadvertently missed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable cause of the reported event is due to the use of high-energy hand instruments (laser/high-frequency/et cetera (etc.)) Without ensuring sufficient distance from the distal end (handling problem). However, the root cause of the reported event is unable to be determined. The event can be detected/prevented by following the instructions for use (IFU) section: nstructions for gif-h290t operation manual chapter 3, ¿preparation and inspection¿ section 3.3, ¿inspection of the endoscope¿ describes how to inspect for the events. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope's tip cover was yellowing from being burnt. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.